Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had urinary tract infection from using the purewick female external catheter and then at the hospital they said that the patient had bacteria in the urine. Per follow up via phone on 12jan2024, it was reported that it was unknown whether the wicks caused the uti infection. Patient was prescribed an antibiotic to treat the infection. No other serious impacts were reported. The device also had suction issues and troubleshooting was performed. The device did power on, but there was no suction. Customer received a replacement device and the issue has been resolved.

Event description:
It was reported that the patient had urinary tract infection from using the purewick female external catheter and then at the hospital they said that the patient had bacteria in the urine. Per follow up via phone on (B)(6) 2024, it was reported that it was unknown whether the wicks caused the urinary tract infection. The patient was prescribed an antibiotic to treat the infection. No other serious impacts were reported. The device also had suction issues and troubleshooting was performed. The device did power on, but there was no suction. Customer received a replacement device and the issue has been resolved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable ". The DHR review could not be completed due to no lot number provided. The instructions for use were found adequate and states the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter". It also states. Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.